Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. As a result, the customer experienced a low blood glucose (bg) level that was displayed as "low", although a specific value was not provided. Customer first went to the emergency room and was subsequently hospitalized, where they were treated with intravenous fluids of saline and glucose. Treatment resolve the issue and customer as released from the hospital on (B)(6) 2026. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.